Event description:
It was reported that the lead was explanted due to an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis for normal. No anomaly was found.